Manufacturer narrative:
Third patient revision. Suspect device is an older and obsolete version.

Event description:
Upon revision surgery it was observed that screw heads had disengaged from shanks at c6 and c7.